Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead measuring 11.4 cm with the connector portion returned for analysis. External insulation abrasion was noted at 6.7 cm from the connector pin, consistent with friction against the device can. All other damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.